Event description:
Abbott vascular initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters, on (B)(6) 2012. Abbott vascular has discovered that some devices may exhibit difficulty inflating and/or deflating. To date, the frequency of worldwide reported events for difficulties inflating and/or deflating the balloon has reached (B)(4). Potential risks associated with this event include prolonged procedure times, additional physician intervention including minor surgery and possible thrombus. There have been no long term or irreversible patient effects reported. This action does not affect patients having successfully undergone endovascular pta procedures. Recalled product: the recall affects all armada 35 and armada 35 ll part numbers and all lot numbers up to and including lot number 783705.

Manufacturer narrative:
(B)(4). The z number has not yet been received. The abbott internal recall number is 2024168-08/17/12-001-r. Abbott vascular has initiated a voluntary field action for the armada 35 and armada 35 ll pta catheters on august 10, 2012. Abbott vascular has implemented corrective actions to ensure ongoing product performance.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Recalled product numbers: (B)(4).